Manufacturer narrative:
This device has been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for hemostasis. At the time of the preparation before the procedure, it was noted that the resolution clip device would not advance out of the sheath. The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effects as a result of this issue.